Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. At 3 points on the same line of the stent, 1 strut was raised. Distal stent damage was also noted with row 1 having a strut raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The unspecified target lesion was located in a calcified artery. A taxus liberte' 2.5x32mm was advanced but would not cross the lesion site. The stent delivery system was removed from the patient and at that time it was noted the stent struts were mangled up. The procedure was completed with a taxus liberte' 2.5x20mm stent. No patient complications were reported and the patient status is reported as ok. No further information is available.

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The unspecified target lesion was located in a calcified artery. A taxus liberte 2.5x32mm was advanced but would not cross the lesion site. The stent delivery system was removed from the patient and at that time it was noted the stent struts were mangled up. The procedure was completed with a taxus liberte 2.5x20mm stent. No patient complications were reported and the patient status is reported as ok. No further information is available.

Manufacturer narrative:
(B)(4)